Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center did not produce an image due to a bent pin inside of the video socket. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Troubleshooting was conducted via telephone, and the customer was instructed to reseat the cable, set the brightness to zero, white balance the scope, and check the image. However, the image remained dark. The customer was then advised to replace the xenon lamp, as they could not recall the last time it was replaced. Despite replacing the lamp, the issue persisted, leading the customer to return the device for repair. Since the subject device was not returned to legal manufacture, the reported event cannot be confirmed neither the condition of the device. Based on the results of the investigation from the information obtained, it is surmised that the phenomenon occurred because the video connector terminal pins were bent. Olympus will continue to monitor field performance for this device.